Event description:
Customer complaint - limited data available. Customer complained of device cord has a wire showing. She got shocked not knowing the wire was exposed when she was turning it on.

Event description:
Customer complaint - limited data available. Customer complained that the device's cord had exposed wires. The customer was shocked not knowing the wire was exposed while turning the device on.